Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) pocket site. The patient was prescribed medication. No further information has been provided despite good faith efforts.

Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) pocket site. The patient was prescribed medication. No further information has been provided despite good faith efforts. Additional information was received that the reported event resolved.